Event description:
It was reported that the deep brain stimulation (dbs) patient experienced the end of the implantable pulse generator (ipg) battery life. The patient underwent a revision procedure where the ipg was replaced. During the procedure it was discovered that there were high impedances measured on the right lead and it was out of range. The physician turned the stimulation off on the right lead and resumed stimulation therapy on the left lead. The patient was doing well postoperatively. The explanted ipg was retained by the medical facility and was not returned.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced the end of the implantable pulse generator (ipg) battery life. The patient underwent a revision procedure where the ipg was replaced. During the procedure it was discovered that there were high impedances measured on the right lead and it was out of range. The physician turned the stimulation off on the right lead and resumed stimulation therapy on the left lead. The patient was doing well postoperatively. The explanted ipg was retained by the medical facility and was not returned. Additional information was received providing the correct information for the physician and facility.